Event description:
It was reported that the handpiece was noticed as bent as soon as it was removed from the tray. After trying to reshape the tip of the handpiece, the guard did not slide on and the bur/long attachment assembly did not slide through. No case involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was not made available to the designated complaint unit for evaluation. Thus, visual and functional inspection could not be performed. It was reported that during a demo, the handpiece had a bent tip which caused difficulties with homing and placing the guard. There was no part/serial/lot number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports. A relationship between the device and the reported event could not be established. Factors that could have contributed to the reported issues are mechanical component failure from bending of the handpiece drill guide support or if debris was stuck in the drill guide support.